Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient felt the urge to go to the bathroom, but was unable to go. The caller further reported that the controller battery was low. The patient had a "lead change" as directed by the manufacturer representative (rep). A later call from the consumer indicated that the patient was doing "better on the right side with bladder but not good with [bowel movement]. [Patient] stated that she is doing better with [bowel movement] but does not have much strength with urine." Patient status is unknown at the time of this report and no ens malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3537, serial# unknown, product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2017-07-07. The hcp reported that there was success with implant charge/change in battery. The hcp reported that the cause of the retention, urgency, bowel and urine issues was that the patient had a neurogenic bladder. The hcp reported that the retention, urgency, bowel and urine issues and the low controller batteries had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.